Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that a onetouch brand meter (specific model not recalled) read inaccurately low. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that she began to obtain inaccurate low readings (results not provided) around 'christmas time' ((B)(6) 2011). The patient informed the csr that she was managing her diabetes with oral medication(s). On an unspecified day in (B)(6) 2012, the patient claimed she developed symptoms of feeling shaky, sweaty, thirsty and frequent urination. The patient mentioned she tested on the subject meter and another device and claimed the subject meter read lower than the other device (readings not provided). It is not known if the meter to other meter comparison was done at the time the patient was symptomatic or on a separate occasion. It is also not known what treatment, if any, the patient received in response to the symptoms she developed in (B)(6) 2012. The patient informed the csr that sometime after the meter to other meter comparison she discontinued using the subject meter and started adjusting her food and eating less. The patient confirmed she continued to take her usual amount of medicine. On an unspecified day in (B)(6) 2012, the patient reported seeing her hcp. During the office visit, the patient stated that her doctor made adjustments to her diabetes regimen. The patient claimed that her doctor advised her to take an increased dose of oral medication (from 50mg to 1000 mg twice a day).at the time of troubleshooting, the subject meter was not available for review. The patient reported that the meter was replaced for another meter at a pharmacy. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter inaccuracy issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.